Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection noted no abnormalities. No tacks were visible in the shaft. Functional testing found that the handle battery cover was opened and the battery was not in the device, it had been removed and was not received the handle body was disassembled to reveal the internal components. An external power supply was connected to the battery terminals 9.03 v from the power supply and the red light did turn on. The computer was connected to the circuit board and was read. There was one deployment failure. The circuit board said that there were twenty-eight tacks remaining however upon examination the shaft was empty. It was reported that the device spontaneous fired and component disengaged. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic inguinal hernia repair, after firing the powered tacker once, the device displayed a yellow led light. The physician then pressed the fire button a second time to waste a tack, before firing again into tissue. At this point, the device began to fire over and over again, with the tacks rolling out of the distal tip of the device into the patient. Six tacks fell into the patient before the device was removed from the port. The device continued to fire, outside of the port and did so until the nurse removed the batteries from the device. Roughly five minutes were added to case time to swap out device and remove tacks from patient. There was no patient injury.